Event description:
It was reported that approximately one month post implant of the implantable cardioverter defibrillator (ICD) the patient died suddenly. The cause of the sudden death was reported as unknown. No further information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).